Event description:
It was reported that the pump shut down unexpectedly. Customer reported pump turned on when plugged into a power source. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.